Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The user wrote that it could be a device quality defect or an event not related to the devices. The batch review shows that it complies to its specifications. All these umbilical catheters are 100% tested for non-obstruction during the manufacturing process. Furthermore, the retained sample has been checked, it is compliant. No catheter obstruction were noticed. We have also checked our complaint's history, these are the first complaints on this batch.

Event description:
After 7 hours, it rings obstruction. The umbilical catheter has been withdrawn and replaced but the second one was not optimal functioning.